Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube and collar were microscopically and visually inspected. Visual inspection revealed that the collar was separated, and the ptfe was still holding the two ends together. There were multiple minor kinks along the hypotube. There was a flat spot on the distal shaft at the tip. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 21jan2020. It was reported that the device could not cross the lesion. The 90% stenosed target lesion area was located in a moderately calcified right coronary artery, with diffuse calcification in the middle of the rca. A 145 guidezilla catheter-guide extension was selected for use. During the procedure, the physician withdrew the stent and advanced the guidezilla. However, there was significant resistance and attempted for several times but could not cross the lesion. The device was withdrawn and it was found to be kinked. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a collar separation.